Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) with blood glucose of 30 mg/dl at the time of the incident. The customer had changed their infusion set before driving and ended up crashing their vehicle. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was unavailable at the time of the call. The customer stated that their low incident was potentially caused by the recalled infusion sets. The customer was also hospitalized for 4 to 5 days and received abdominal surgery. The insulin pump will not be returned for analysis.